Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for routine follow up, high pacing lead impedance anomaly was observed on the rv lead. The lead was capped. Patient is stable.